Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt105 expiratory limb and water trap was returned in an unsealed bag to fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. Results: visual inspection revealed that the spindle and spring had not been assembled to the expiratory water trap lid. A lot check revealed no other complaint for the lot number provided. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. If a complaint device is returned unsealed we are unable to determine if the operator failed to assemble the water trap correctly at the sub-assembly station or if the components went missing at the customer's facility. All circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to our distributor that they found the spindle was missing from the water trap of an rt105 adult breathing circuit when they opened the bowl during use. No patient consequence was reported.